Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 1179672 ¿ device expiration date : 05/31/2026. ¿ device manufacture date : 08/10/2021. Lot # : 1208659 ¿ device expiration date : 07/31/2026. ¿ device manufacture date : 10/11/2021. The customer's address is unknown. (B)(6) USA has been used as a default. Exec summary - no physical device samples were returned. Since no photos or samples displaying the condition reported were available for examination, bd were unable to fully investigate this incident therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st related complaint for leakage on these lot #s. No non-conformance's were raised in association with these types of event for these lots concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for batches 1179672 & 1208659 were carried out and no related non conformance's were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 41 bd bd luer-lok¿ syringe bulk sterile pharmacy convenience tray syringes leaked. The following information was provided by the initial reporter : the distributor reported 41 defective syringes that were leaking while compounding.

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
It was reported that 41 bd bd luer-lok¿ syringe bulk sterile pharmacy convenience tray syringes leaked. The following information was provided by the initial reporter : the distributor reported 41defective syringes that were leaking while compounding.